Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode and was involved in a car accident. Pt stated that she also suffers from retinopathy and does not feel her hypoglycemia onset. Paramedics were called but pt was not hospitalized. Paramedics measured pt's bg at 26 mg/dl while cgm was reading 101 mg/dl. At the time of her call to dexcom technical support, pt reported that he was feeling good.

Manufacturer narrative:
This MDR initially reported that the patient stated that she "suffers from retinopathy and does not feel her hypoglycemia onset." The MDR was delivered to the FDA on (B)(4) 2012. After FDA's receipt, dexcom determined that clerical errors were made. In fact, patient reported, in her own words, that "I have neuropathy so I don't feel my lows." There was no mention of retinopathy. Based on this information, this follow-up report is being submitted to correct the error. Accordingly and in addition, the information in the following sections was edited: "product problem" was inadvertently selected for the initial MDR. This selection was removed. Preexisting medical condition was changed from "retinopathy" to "neuropathy." Serial number was removed. The serial number provided in the initial report was that of the receiver used by the patient at time of event. This MDR is related only to the sensor used by the patient at the time of event. The type of report was changed from initial to follow-up. Type of reportable event was incorrectly selected as "malfunction." This selected was corrected to "serious injury." The type of follow-up being provided is a correction.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.